Manufacturer narrative:
Date returned to mfg (B)(6) 2024 one device was returned for evaluation. Visual inspection revealed the rear housing damaged (upper right edge) and the downstream occlusion (dso) damaged. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the air detector was found non-functional. The root cause was unknown. The air detector was to be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. G4, b3, d4: UDI unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was air in the line. There was unknown patient involvement.